Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort at the ipg site and ineffective therapy due to high impedances on their s1 lead. As a result, the patient underwent surgical intervention on (B)(6) 2024 to replace the ipg and lead. During surgery, the s1 lead was unable to be explanted due to scar tissue/anatomy; therefore, the lead was cut and partially explanted. Therapy was restored post op.